Manufacturer narrative:
Manufacturer's investigation conclusion; evaluation of the submitted photos confirmed the reported damage to the pump cable. No alarms were reported for this event. The damaged area was reportedly protected and ¿sealed¿ with ¿special insulation tape¿. Examination of the submitted photos revealed a small cut to the distal end of the pump cable. The underlying braided shielding and bionate layers were not visible. Discoloration to the inline connector of the pump cable was also observed. A specific cause for this damage and discoloration could not be conclusively determined through this evaluation. The second submitted photo appeared to show the same area of the pump cable, but was covered in tape. This appears consistent with the reported event that the damaged area was protected with tape. The patient remains ongoing on heartmate 3 left ventricular assist system (hm3 lvas), serial number (B)(4) and no additional complaints have been reported at this time. As an incidental finding, examination of the submitted photos revealed discoloration to the inline connector bend relief of the pump cable. The heartmate 3 left ventricular assist system (hm3 lvas) instructions for use (IFU), rev. G, and hm3 lvas patient handbook, rev. G, are currently available. Both of these documents contain information on caring for the driveline. Section 8 ¿equipment storage and care¿ in the IFU states that a damp cloth can be used to clean exterior surfaces of the external parts of the equipment. Water, with or without a mild dish soap, may be used as a surface cleaner. Section 8 also warns that patients should never submerge the driveline in water or liquid. Section 6 ¿caring for the equipment¿ in the patient handbook also outlines proper driveline maintenance for the patient. The user should check the driveline daily for signs of damage (cuts, holes, tears) and call their hospital contact right away if the driveline is damaged (or might be damaged). The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 22sep2015. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that there was an insulation defect close to the body of the connection cable from the left ventricular heart support pump to the control unit. The damaged area was protected and sealed with insulation tape.